Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Replacement camera shipped to site (B)(6) 2013. Medtronic evaluation of returned suspect device finds the position sensor unit (psu) passed an accuracy assessment kit (aak) test at .29mm. However, the event log indicates the psu failed two aak tests previously. The log shows a history of aak test results near the threshold, just passing or just failing. Additionally, the psu housing has several dents and scratches and will not be repaired.

Event description:
A medtronic representative reported a stealthstation s7 system camera that failed the aak test; replacement was requested. This occurred while performing a system-check, there was no patient present.